Manufacturer narrative:
User medwatch #: mw5058152. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the ureter during a right ureteral stent removal and rigid ureteroscopy procedure on (B)(6) 2015. According to the complainant, during the procedure, the physician used a segura hemisphere retrieval basket in an attempt to remove visualized stones. The basket detached inside the ureter. Attempts to remove the detached basket failed and the procedure was not able to be completed. The patient was discharged and was referred to dr. (B)(6), urologist at (B)(6). The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.